Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of fails accuracy -9% was not verified. The event log shows two ten milliliter and one twenty milliliter bolus tests were performed prior to pumps return to smiths. Service replaced expulsor to bring the device more into nominal range of the specification, it was just slightly negative during accuracy testing. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump fails accuracy -9. No reported adverse effects.

Manufacturer narrative:
Additional information received on (B)(6) 2018 that there was no patient involvement during event.